Event description:
Customer was experiencing low blood glucose levels. The blood glucose reading is 56 mg/dl. Customer treated with glucerna and food. The low blood glucose had been happening for one week. The paramedics were called to treat low blood glucose. The paramedics treated with glucose IV. Customer was not transported to hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.